Manufacturer narrative:
A ge service rep performed an on site investigation. The filament and generator were calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system has low ma, low kv, and overload fault error messages and then the system shut down. There is no report of pt injury or death.